Event description:
Per received report, the device detached without anyone pressing the detachment button prior to proper placement and deployment of case.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot g13461 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
Information was received reporting that the 4 mm x 7.9 cm micrusphere 18 cerecyte microcoil detached without anyone pressing the detachment button prior to proper placement and deployment of the case. It was indicated that there was no patient death or serious injury alleged as a result of the event and no additional medical intervention or medication was required to prevent impairment or injury. The patient was stable during and after the procedure. An sl-10 (stryker) microcatheter was used with the coil system. No further information regarding the specifics of the event has been provided in response to investigational inquiries. The device has not been received for analysis. Without the return of the device for analysis and based on the limited information, no conclusion can be made regarding the reported premature deployment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices used: sl-10 stryker neurovascular, neuron .070 guide, synchro 2 guidewire, and unknown micrus coils- multiple. Note: the product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.